Event description:
It was reported that during a routine pulse generator change out, the left ventricular lead insulation was suspected to be abraded. The electrical function exhibited no anomalies. The patient would be monitored. The images taken were reviewed and no confirmation of an abrasion was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.